Event description:
On (B)(6) 2012, CT showed an aneurysm size of 6.3 x 6.0. An endoleak of unidentified origin was noted in the right iliac. On (B)(6) 2012, an intervention was performed and additional gore excluder aaa endoprosthesis were implanted. The endoleak was resolved. The medical assistant providing the info could not say which devices were implanted or where. Reference medwatch 2017233-2012-00297.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted: pxc141000/7889912, pxt261412/06675959 and pxc141000/06721952.